Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump had watchdog timeout. The customer¿s blood glucose level was unknown. The customer stated that pump wouldn't respond to any button pushing. The customer took out the battery then put it back in and it kept alarming. Troubleshoot was performed and customer states display did not return. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.